Event description:
Patient reports adverse reaction like blisters and rashes at both legs ("allergy") after he started to wear medical compression stockings for > 3 hours (reported in a letter to bsn - (B)(4) received 06/19/2012). Therapy date: (B)(6).

Manufacturer narrative:
Actual device was returned to manufacturer and will be sent to laboratory to undergo epicutan test following din en iso 10993-10:2010-12.